Manufacturer narrative:
Inspected 1 opened or used partial sensor and found sensor as whole no broken or missing parts was found during analysis. Unable to confirm needle anomaly due to customer did not return introducer needle

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor related problem. The customer's blood glucose level was unknown. The customer reported that they placed the sensor in her and it broke. The patient advised that it did not go into her skin effectively and the needle did not come off it. The sensor will be returned for analysis.